Event description:
Pt underwent left total hip arthroplasty five weeks ago. Radiographs showed loosening and movement of of the acetabular component. Pt was admitted to this facility for a revision of the left total hip arthroplasty. Intraoperatively, the acetabular component was found to be loose. Replaced acetabular components.